Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's the leadless pacemaker (lp) was in unexpected backup mode prior to the upgrade. The device was successfully restored. The patient was stable.